Event description:
Spontaneous communication: patient's mother reports 1 problem with 1 ms3 pump (serial number: (B)(4), maintenance: 1/13/ 2023) for her son. It is not recognizing when cartridge is inserted - said this occurred a few days ago. Replacing next day. Pt has a functioning ms3 pump and therapy has not been interrupted. Mother (B)(6) was told to call if other pump acts up and know that they may have to report to the ER if that occurs. No other information is known at this time. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. All known information is contained on this form. If any additional information is received, it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; reported to (B)(6) by pt/caregiver.